Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited a diagnostics anomaly. The pulse generator was reprogrammed. The patient was asymptomatic.